Manufacturer narrative:
No explants or x-rays were made available for analysis. It was reported that the surgeon used the proper torque instrument and technique at the initial surgery and according to seaspine's surgical technique guide. No additional treatment or injury has been reported to seaspine. The root cause cannot be determined at this time.

Event description:
During surgery to elongate rods, one of the set screws on the left side connector showed excessive resistance and was unable to be removed. While trying to remove the screw, the initial screwdriver was deformed. The surgeon then tried other screwdrivers (from the system) but the screw began to deform. Other universal extraction attempts were unsuccessful and finally the screw was deformed and they couldn't loosen it, so they had to make a larger incision, release the rod, remove the rod and implanted a new straight rod and a new outrigger connector.